Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 10 am with a blood glucose level of 30 mg/dl. The customer was treated for their blood glucose with food. The customer stated that they were seating in the bathroom and all they can remember after that was waking up in the hospital. The customer informed that their sensor and insulin pump maybe not working correctly. The customer was advised to allow their health care provider treat their blood glucose levels until it was clear what had happened. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.